Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-10. The rep indicated that it has not been determined if surgical intervention would occur. If and when the office notifies them, the rep would provide an update. At this time, there are no explanted components to return for analysis. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 377860, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 377860, serial/lot #: (B)(4). Product ID: 377860, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. Beginning on an unknown date, the stimulation on the right side was not working like it used to. The patient described it as jumping around a lot and it feels like it is turning on/off. The patient was not getting as good of relief as they used to. There were no known events that may have led or contributed to the issue. The rep ran an impedance test and discovered that contact number 11 and 14 were out of range and over 10 ,000 ohms. The rep noted that programming was right over those contacts. They tried to program around the out of range contacts but could not get good coverage. The patient stated that it still felt like it was jumping around and didn¿t feel ¿normal¿. They discussed a possible lead replacement with the physician. The physician was going to refer them to a neurosurgeon. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.